Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Fse replaced the video processor (vp) to resolve the reported issue of vp self-test still running message at startup. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the or staff called to report an issue with the video processor (vp) not connecting. The caller inquired about using a blue fiber cable instead of the grey fiber cable. Despite connecting the blue fiber cable from the core fiber port to the vp, the issue persisted. The technical service engineer (tse) recommended checking all cable connections on the back of the vp, the vp breaker switch, and ensuring the power cord from the vp to the power strip was fully seated. The caller mentioned that these checks had already been performed earlier in the morning. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error 31243 was present on the video processor (vp) and replaced it to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vp was analyzed and the report problem was not replicated. In artemis, error 31243 was found to indicate the failure occurred in the field. Visual inspection, air filter is dirty. The vp was installed in the golden system, where the component functioned as expected. The golden system was set to run 10 power cycle and sitting idle for one hour. Once testing was completed, the system error logs was inspected, the system error logs was inspected, but no error could be identified. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. The vp was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned vp revealed no issues related to the customer reported event. Annex c updated. Annex b updated. Annex d corrected.

Event description:
Refer to h11 for follow-up information.